Event description:
It was reported that the patient's device alerted about low impedance. The interrogation indicated the patient's right ventricular (rv) lead was at zero ohm impedance and three non-sustained ventricular tachycardia episodes. Follow up was conducted to no avail. No intervention was indicated. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.